Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height cubie drawer 3.1 not detected on the bus. A field service engineer (fse) found that the device pockets were not appearing in the application, although the drawer was opened and all pockets were present. The station was power cycled using a cold boot, the drawer controller board resistance was tested, and the device tested successfully. The cable was reconnected and the station was rebooted, after which no failed storage space icon appeared on the display. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure had occurred, and the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.